Event description:
An optometrist reported that a pt who underwent bilateral lasik, was diagnosed with asymptomatic trace dlk (diffuse lamellar keratitis) on the first day post op. The uncorrected va was 20/15. The steroid drops were increased to treat the dlk and it is now resolved. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).